Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. The first cylinder presented wear at fold in the middle and proximal end of its body, along with a hole from avulsion in the proximal end. In addition, the kink resistant tubing (krt) of the cylinder was fatigued to the filament with fabric threads. Leakage inspection revealed a bulge in the proximal end of its body when inflated with syringe. The second cylinder presented wear at fold in the middle and proximal end of its body, but no leaks were identified in the component. The pump was microscopically inspected, leak and functionally tested. The krt was worn to the filament and the component did not pass activation test during functional examination. The pump did pass leakage testing. The reservoir was microscopically inspected and tested for leaks. Upon microscopic evaluation, it was found that the component had wear at a fold in its shell, the krt had holes consistent with sharp instrument damage, and tool marks on the reservoir adapter strain relief were also identified. The reservoir passed leak testing. Based on the information available and analysis results, the pump not passing functional inspection could have caused or contributed to the reported clinical observations of mechanical issue and spontaneous inflation.

Event description:
It was reported that the pump of this inflatable penile prosthesis was presenting a sticky valve and auto inflation issues. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis was presenting a sticky valve and auto inflation issues. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.